Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was placed in the coronary sinus. It was noted the pacing pattern changed and micro-dislodgement was suspected. It was noted the lv lead was unstable and there was phrenic stimulation. The lead was attempted and not used. A different lead was used to complete the procedure. No further patient complications have been reported as a result of this event.